Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion, broken shell with sharp edge where is localized stresses induced in radius side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact.

Event description:
Healthcare professional reported ¿left rupture¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ¿left rupture¿. The device has been explanted.